Event description:
The pt reportedly experienced loss of lock. Device testing revealed the device is functioning within specifications. Programming adjustments were made, however, this did not resolve the issue. Revision surgery has been scheduled.